Event description:
It was reported a guidewire fracture occured. During a replacement of a nephrostomy drain in the kidney pelvis, the guide wire supplied with the nephrostomy 8/k firm drain, fractured and left a piece in the kidney pelvis. The procedure was aborted. The patient was stable and transferred to a urology facility for basketing of the fractured tip of the guidewire. No further complications were reported following the retrieval procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the catheter was not returned, however, a section of .038 'j' stiff, guidewire was returned. A visual examination identified it was fractured, the fractured end of the guidewire was necked down and deformed prior to failure, indicative of failure while in tension. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported a guidewire fracture occurred. During a replacement of a nephrostomy drain in the kidney pelvis, the guide wire supplied with the nephrostomy 8/k firm drain, fractured and left a piece in the kidney pelvis. The procedure was aborted. The patient was stable and transferred to a urology facility for basketing of the fractured tip of the guidewire. No further complications were reported following the retrieval procedure.